Manufacturer narrative:
As of the date of this report, the vessel sealer extend instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A review of the information associated with this event has been performed by failure analysis engineer team. The following additional information was provided: logs for this instrument show 2 home complete events, and nothing else. No e-100 generator logs were found for this instrument. No errors regarding the instrument release key were noted in the logs. The instrument seems to be used only for about 6 minutes.

Event description:
It was reported that during a da vinci assisted nephroureterectomy surgical procedure, customer reported that the grip axis of the vessel sealer extend (vse) instrument did not open on arm 4. When using a different forceps, no issue occurred. There were no messages or errors. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed customer to reinstall the sa (sterile adapter) and try operating it on a different arm. The procedure was completed with no reported injury.